Event description:
It was reported that the patient went through security at the airport and felt fine afterwards and upon boarding, however, at end of the four hour flight she requested a wheelchair as she felt she could not safely walk off the plane. Her jaw tremor returned back to baseline by that evening, she felt weak, her hands didn't work quite right, and her mouth was going a mile per minute. She did not have her patient programmer with her, and didn't use it upon her return from the trip. The patient called her hcp and was seen in clinic where an informational power-on-reset message was seen. The message was cleared and the issue resolved. Once the por was addressed the tremor symptoms were gone and the patient was able to walk better.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3 7085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3389s-40, lot# v742349, implanted: (B)(6) 2011. Product type: lead: product ID 3389s-40, lot# v603031, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was unknown, but there might have been exposure to electromagnetic interference (emi) at the airport. There were no abnormal impedances. The patient¿s therapy was restored and she regained benefit. There was no patient injury and no patient hospitalization. No further information was provided.